Event description:
Hold>

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. Log41178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp period pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), dry eye ("vision problem / dry eyes"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problem"), endometriosis ("endometriosis"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, vaginal discharge, neoplasm, dry eye, gastrointestinal disorder, fatigue, nausea, tooth disorder, hormone level abnormal, endometriosis, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, dermatitis allergic, device expulsion, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot number reported (log41178) is not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), syncope ('neurological conditions or problems type: syncope and collapse'), atrial fibrillation ('afib'), nervous system disorder ('nerves'), choking ('other injury or complications- please describe: choking') and hernia repair ('type of surgery: hernia') in a 50-year-old female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and low back pain. (B)(6) 2015: exam: digital mammo bilateral screening the breast tissue is heterogeneously dense, (approximately 51-75% glandular) which could obscure detection of small masses. Assessment: benign-category 2. On (B)(6) 2016: patient is here today for pelvic us and results secondary to a spectated right ovarian cyst that was noted on her last us. On (B)(6) 2016: she has undergone multiple pelvic ultrasounds, which she states revealed thickening of the uterine lining and ovarian cyst. Concurrent conditions included nabothian cyst, burning sensation, itching, vaginal odor, vaginal discharge, urinary frequency, bladder spasm, dysuria, chromaturia, ankle injury, foot injury, swelling nos, unilateral leg pain, uterine bleeding, lower abdominal pain, ache, discomfort, uterus enlarged, pain in cervical spine, thoracic pain, shoulder pain and umbilical hernia. Concomitant products included amoxicillin for tooth abscess. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive bleeding with heavy spotting"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti, recurring uti"), dysuria ("bladder or urinary problems or changes: dysuria"), abdominal pain ("abdominal pain"), back pain ("low back pain"), vulvovaginal burning sensation ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms,uti"), bladder spasm ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms, uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), pollakiuria ("urinary frequency") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge with foul odor"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fall ("falls/falling"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), dizziness ("dizzy/dizzy head"), dermatitis allergic ("allergic or hypersensitivity reaction: rashes"), adverse event ("trimbles"), neck pain ("neck pain"), pain in extremity ("leg pain"), vertigo ("vertigo"), syncope (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), menstruation irregular ("irregular menstrual bleeding"), ear disorder ("other injury or complications- please describe: ear"), cardiac valve disease ("other injury or complication-please describe: heart valve"), nervous system disorder (seriousness criterion medically significant), dyspnoea ("other injury or complications- please describe: heart monitor-shortness of breath"), choking (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), hypersomnia ("hypersomnia"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramps"), paraesthesia ("hands tingle"), abdominal pain upper ("stomach pain") and infection ("other injury or complications- please describe: infection"), underwent cardiac pacemaker insertion ("blood or heart disorder/condition type: pacemaker/heart pacemaker") and hernia repair (seriousness criterion medically significant) and was found to have heart rate decreased ("falling heart"). The patient was treated with surgery ((unilateral salpingooopherectomy diagnostic laparoscopy unilateral salpingectomy hysteroscopy,d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the hot flush, dizziness, dermatitis allergic, urinary tract infection, adverse event, dysuria, cardiac pacemaker insertion, fatigue, neck pain, pain in extremity, vertigo, depression, anxiety, syncope, atrial fibrillation, fall, menstruation irregular, ear disorder, cardiac valve disease, nervous system disorder, dyspnoea, choking, sleep apnoea syndrome, hypersomnia, uterine haemorrhage, back pain, vulvovaginal burning sensation, bladder spasm, abdominal pain lower, paraesthesia, abdominal pain upper, hernia repair, heart rate decreased, vaginal discharge, infection, cystitis, pollakiuria and vulvovaginal pruritus outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, anxiety, atrial fibrillation, back pain, bladder spasm, cardiac pacemaker insertion, cardiac valve disease, choking, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspnoea, dysuria, ear disorder, fall, fatigue, headache, heart rate decreased, hernia repair, hot flush, hypersomnia, infection, menorrhagia, menstruation irregular, migraine, neck pain, nervous system disorder, pain in extremity, paraesthesia, pelvic pain, pollakiuria, sleep apnoea syndrome, syncope, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only.. Computerised tomogram pelvis - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only.. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Findings:(from mr): bilateral essure device is identified. There is no spillage of contrast.. Pathology test - on (B)(6) 2016: diagnosis (a) uterine curettings -incidental benign exocervical epithelium. (B) right tube and ovary and left tube -non-neoplastic cysts (follicular) and corpora albican¿s, ovary. -fimbriated fallopian tubes with benign para tubal epithelial cyst (left).. Ultrasound pelvis - on (B)(6) 2012: the endometrium measures.5mm. There is a small cyst vs. Follicle on the left ovary and on the right ovary. Weight- 143lbs; on (B)(6) 2016: which revealed uterus is anteverted and enlarged.. Ultrasound scan vagina - on (B)(6) 2012: endovaginal scanning shows a 9 mm cystic structure at the level of the uterine fundus which could be within the myometrium or the periphery of the endometrium. This cyst has a simple appearance. Incidental 8ubcentimeter nabothian cyst is noted in the uterine cervix. The right ovary measures 2.9 x1.5x 2.8cm and a few small cysts/follicles measuring 9 mm or less.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: urinary tract infection, abdominal pain, back pain, pelvic pain female, vaginal haemorrhage, neck pain, menorrhagia, afib, heart valve, dizziness, shortness of breath, falls, syncope, collapse, vertigo, depression, anxiety, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: added event vaginal itching. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), syncope ('neurological conditions or problems type: syncope and collapse'), atrial fibrillation ('afib'), nervous system disorder ('nerves'), choking ('other injury or complications- please describe: choking') and uterine haemorrhage ('abnormal uterine bleeding') in a 50-year-old female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and low back pain. (B)(6) 2015: exam: digital mammo bilateral screening the breast tissue is heterogeneously dense, (approximately 51-75% glandular) which could obscure detection of small masses. Assessment: benign-category 2. On (B)(6) 2016: patient is here today for pelvic us and results secondary to a spectated right ovarian cyst that was noted on her last us. On (B)(6) 2016: she has undergone multiple pelvic ultrasounds, which she states revealed thickening of the uterine lining and ovarian cyst. Concurrent conditions included nabothian cyst, burning sensation, itching, vaginal odor, vaginal discharge, urinary frequency, bladder spasm, dysuria, chromaturia, ankle injury, foot injury, swelling nos, unilateral leg pain, uterine bleeding, lower abdominal pain, ache, discomfort, uterus enlarged, pain in cervical spine, thoracic pain, shoulder pain and umbilical hernia. Concomitant products included amoxicillin for tooth abscess. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced fall ("falls/falling"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), dizziness ("dizzy/dizzy head"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: rashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), adverse event ("trimbles"), dysuria ("bladder or urinary problems or changes: dysuria"), fatigue ("fatigue"), neck pain ("neck pain"), pain in extremity ("leg pain"), vertigo ("vertigo"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), syncope (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), menstruation irregular ("irregular menstrual bleeding"), ear disorder ("other injury or complications- please describe: ear"), cardiac valve disease ("other injury or complication-please describe: heart valve"), nervous system disorder (seriousness criterion medically significant), dyspnoea ("other injury or complications- please describe: heart monitor-shortness of breath"), choking (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), hypersomnia ("hypersomnia"), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("low back pain"), vulvovaginal burning sensation ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms,uti"), bladder spasm ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms, uti"), abdominal pain lower ("cramps"), paraesthesia ("hands tingle"), abdominal pain upper ("stomach pain"), vaginal discharge ("vaginal discharge") and infection ("other injury or complications- please describe: infection"), underwent cardiac pacemaker insertion ("blood or heart disorder/condition type: pacemaker/heart pacemaker") and hernia repair ("type of surgery: hernia") and was found to have heart rate decreased ("falling heart"). The patient was treated with surgery ((unilateral salpingooopherectomy diagnostic laparoscopy unilateral salpingectomy hysteroscopy,d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, dizziness, vaginal haemorrhage, menorrhagia, dermatitis allergic, urinary tract infection, adverse event, dysuria, cardiac pacemaker insertion, fatigue, neck pain, pain in extremity, vertigo, depression, anxiety, migraine, headache, syncope, atrial fibrillation, fall, menstruation irregular, ear disorder, cardiac valve disease, nervous system disorder, dyspnoea, choking, sleep apnoea syndrome, hypersomnia, uterine haemorrhage, abdominal pain, back pain, vulvovaginal burning sensation, bladder spasm, abdominal pain lower, paraesthesia, abdominal pain upper, hernia repair, heart rate decreased, vaginal discharge and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, anxiety, atrial fibrillation, back pain, bladder spasm, cardiac pacemaker insertion, cardiac valve disease, choking, depression, dermatitis allergic, dizziness, dyspnoea, dysuria, ear disorder, fall, fatigue, headache, heart rate decreased, hernia repair, hot flush, hypersomnia, infection, menorrhagia, menstruation irregular, migraine, neck pain, nervous system disorder, pain in extremity, paraesthesia, pelvic pain, sleep apnoea syndrome, syncope, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vertigo and vulvovaginal burning sensation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only. Computerised tomogram pelvis - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only.. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Findings:(from mr): bilateral essure device is identified. There is no spillage of contrast.. Pathology test - on (B)(6) 2016: diagnosis (a) uterine curettings -incidental benign exocervical epithelium. (B) right tube and ovary and left tube -non-neoplastic cysts (follicular) and corpora albican¿s, ovary. -fimbriated fallopian tubes with benign para tubal epithelial cyst (left).. Ultrasound pelvis - on (B)(6) 2012: the endometrium measures.5mm. There is a small cyst vs. Follicle on the left ovary and on the right ovary. Weight- 143lbs; on (B)(6) 2016: which revealed uterus is anteverted and enlarged.. Ultrasound scan vagina - on (B)(6) 2012: endovaginal scanning shows a 9 mm cystic structure at the level of the uterine fundus which could be within the myometrium or the periphery of the endometrium. This cyst has a simple appearance. Incidental 8ub centimeter nabothian cyst is noted in the uterine cervix. The right ovary measures 2.9 x1.5x 2.8cm and a few small cysts/follicles measuring 9 mm or less.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: urinary tract infection, abdominal pain, back pain, pelvic pain female, vaginal haemorrhage, neck pain, menorrhagia, afib, heart valve, dizziness, shortness of breath, falls, syncope, collapse, vertigo, depression, anxiety, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), syncope ('neurological conditions or problems type: syncope'), circulatory collapse ('neurological conditions or problems type: syncope and collapse'), atrial fibrillation ('afib'), neuropathy peripheral ('nerves'), choking ('other injury or complications- please describe: choking') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and low back pain. (B)(6) 2015: exam: digital mammo bilateral screening the breast tissue is heterogeneously dense, (approximately 51-75% glandular) which could obscure detection of small masses. Assessment: benign-category 2. On (B)(6) 2016: patient is here today for pelvic us and results secondary to a spectated right ovarian cyst that was noted on her last us. On (B)(6) 2016: she has undergone multiple pelvic ultrasounds, which she states revealed thickening of the uterine lining and ovarian cyst. Concurrent conditions included nabothian cyst, burning sensation, itching, vaginal odor, vaginal discharge, urinary frequency, bladder spasm, dysuria, chromaturia, ankle injury, foot injury, swelling nos, unilateral leg pain, uterine bleeding, lower abdominal pain, ache, discomfort, uterus enlarged, cervical pain, thoracic pain, shoulder pain and umbilical hernia. Concomitant products included amoxicillin for tooth abscess. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced fall ("falls/falling"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), dizziness ("dizzy/dizzy head"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), rash ("allergic or hypersensitivity reaction: rashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), adverse event ("trimbles"), dysuria ("bladder or urinary problems or changes: dysuria "), syncope (seriousness criterion medically significant), fatigue ("fatigue"), neck pain ("neck pain"), pain in extremity ("leg pain"), vertigo ("vertigo"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), circulatory collapse (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), menstruation irregular ("irregular menstrual bleeding"), ear disorder ("other injury or complications- please describe: ear"), cardiac valve disease ("other injury or complication-please describe: heart valve"), neuropathy peripheral (seriousness criterion medically significant), dyspnoea ("other injury or complications- please describe: heart monitor-shortness of breath"), choking (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), hypersomnia ("hypersomnia"), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("low back pain"), vulvovaginal burning sensation ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms,uti"), bladder spasm ("infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms, uti"), abdominal pain lower ("cramps"), paraesthesia ("hands tingle"), abdominal pain upper ("stomach pain"), vaginal discharge ("vaginal discharge") and infection ("other injury or complications- please describe: infection"), underwent cardiac pacemaker insertion ("blood or heart disorder/condition type: pacemaker/heart pacemaker") and hernia repair ("type of surgery: hernia") and was found to have heart rate decreased ("falling heart"). The patient was treated with surgery ((unilateral salpingooophorectomy diagnostic laparoscopy unilateral salpingectomy hysteroscopy,d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, dizziness, vaginal haemorrhage, menorrhagia, rash, urinary tract infection, adverse event, dysuria, cardiac pacemaker insertion, syncope, fatigue, neck pain, pain in extremity, vertigo, depression, anxiety, migraine, headache, circulatory collapse, atrial fibrillation, fall, menstruation irregular, ear disorder, cardiac valve disease, neuropathy peripheral, dyspnoea, choking, sleep apnoea syndrome, hypersomnia, uterine haemorrhage, abdominal pain, back pain, vulvovaginal burning sensation, bladder spasm, abdominal pain lower, paraesthesia, abdominal pain upper, hernia repair, heart rate decreased, vaginal discharge and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, anxiety, atrial fibrillation, back pain, bladder spasm, cardiac pacemaker insertion, cardiac valve disease, choking, circulatory collapse, depression, dizziness, dyspnoea, dysuria, ear disorder, fall, fatigue, headache, heart rate decreased, hernia repair, hot flush, hypersomnia, infection, menorrhagia, menstruation irregular, migraine, neck pain, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain, rash, sleep apnoea syndrome, syncope, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vertigo and vulvovaginal burning sensation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only. Computerised tomogram pelvis - on (B)(6) 2015: tubal ligation devices are noted there is a small periumbilical hernia containing fat only. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Findings:(from mr): bilateral essure device is identified. There is no spillage of contrast. Pathology test - on (B)(6) 2016: diagnosis (a) uterine curettings -incidental benign exocervical epithelium. (B) right tube and ovary and left tube -non-neoplastic cysts (follicular) and corpora albican¿s, ovary. -fimbriated fallopian tubes with benign para tubal epithelial cyst (left). Ultrasound pelvis - on (B)(6) 2012: the endometrium measures .5mm. There is a small cyst vs. Follicle on the left ovary and on the right ovary. Weight- (B)(6); on (B)(6) 2016: which revealed uterus is anteverted and enlarged. Ultrasound scan vagina - on (B)(6) 2012: endovaginal scanning shows a 9 mm cystic structure at the level of the uterine fundus which could be within the myometrium or the periphery of the endometrium. This cyst has a simple appearance. Incidental subcentimeter nabothian cyst is noted in the uterine cervix. The right ovary measures 2.9 x1.5x 2.8cm and a few small cysts/follicles measuring 9 mm or less. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: urinary tract infection, abdominal pain, back pain, pelvic pain female, vaginal haemorrhage, neck pain, menorrhagia, afib, heart valve, dizziness, shortness of breath, falls, syncope, collapse, vertigo, depression, anxiety, fatigue. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received. Lot number was added. Events: hormonal changes describe: hot flashes, dizzy, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: rashes, infection (bladder/urinary tract/vaginal) type: uti, infection (other) describe: trimbles, bladder or urinary problems or changes: dysuria, blood or heart disorder/condition type: pacemaker, neurological conditions or problems type: syncope, type of surgery: hernia, pain, fatigue, other injury(ies) or complication please describe: neck, leg pain. Falls, syncope, vertigo, dizzy head, depression, anxiety, heart pacemaker, migraines, headaches, other injury or complications: afib, irregular menstrual bleeding, ear, other injury or complications- please describe: heart monitor-shortness of breath, choking, hypersomnia, abnormal uterine bleeding, abdominal pain, low back pain, infection(bladder/urinary tract/vaginal)- type: vaginal burning, bladder spasms, uti, cramps, hands tingle, stomach pain, vaginal discharge, other injury(ies) or complication please describe: infection, collapse was added. Lab data was added. Concomitant and historical conditions were added. Reporter information and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.